Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that noise and oversensing were observed on this ra lead. Lss was previously triggered. The physician attempted to revise the lead but could not gain access. The device is now programmed to doo.